Manufacturer narrative:
Multiple attempts have been made to contact the patient to request product identifiers and additional information. Based on the information provided at this time, we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged. Without a lot number a review of the manufacturing records is not possible, should additional information be provided, a supplemental MDR will submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that in (B)(6) 2014 the patient had a bard composix lp w/ echo placed. It is reported that the patient has experienced pain, a moving sensation, tenderness of the skin and bowel issues.